Manufacturer narrative:
Device was not returned to the manufacturer.

Event description:
A customer in the united kingdom notified biomérieux of obtaining false positive results in association with the bact/alert® mp (ref. 419744, lot 1053687). The customer stated that after a recent preventive maintenance was performed, 17 bottles were flagged as positive; the bottles were subcultured, and eleven (11) were confirmed to be false positive. The customer confirmed there was no adverse patient impact due to the false positive results. Biomérieux will initiate an internal investigation.